Event description:
It was reported when the device was returned to the customer after being repaired it had been restored to factory settings; the customer's alarm settings were no longer configured on the device. The nurse detected a failure in the alarm system by observing the fetal heart rate record on the printed paper. The monitor was removed from service and another fetal monitor was used. No adverse event to the patient or user was reported.

Manufacturer narrative:
D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to (B)(6)2016; therefore, no UDI is required. The customer's configuration is maintained when possible. This is done by connecting to the system with the ¿support tool¿ to make a backup of current settings. However, in this case the issue was located in the main board so the device was not detected when connected to the ¿support tool¿, so it was impossible to make a backup and keep customer¿s configuration after repair. The work order for this repair states, "the device settings are restored to factory defaults."